Manufacturer narrative:
The motor module unit was returned for failure analysis, and it was reported that the system received an error upon startup. This reported issue was replicated on-site. System logs revealed that error 23138 had occurred, which was related to the reported issue. Troubleshooting determined that error 23138 pointed to the column motor. The column motor was replaced to address the issue. A visual inspection found no problems related to the reported issue. The log was checked, confirming that error 23138 had occurred. The column motor was installed on an internal eft system, where calibration was completed successfully. Following several power cycles, the column motor functioned as designed, with no errors observed. The reported issue could not be replicated during system testing. At this time, the root cause has not been determined. This surgeon side console (ssc) manipulator controller ergo base (mceb) cfg was returned for failure analysis, and the reported error 32101 was confirmed and reproduced. In lighthouse, error 32101 was logged, indicating a high-side switch fault that occurred in the field. Visual inspection revealed no issues related to the reported event. The ssc mceb cfg unit was bench tested; dv commander showed a power error on the p48v foot tray motor/brakes (see attachment). Further testing was performed using a dmm to check for shorts and/or voltage drops. An intermittent voltage fault was detected on the hot-swap controller ic, part number 171919 (u15). Based on these tests and findings, failure analysis concluded that the potential root cause of the reported failure is the u15 controller ic component. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the mceb, mceb, common compute controller, and vertical axis motor to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff called to report that error 32101 was still occurring, causing frustration and a desire for resolution as soon as possible. The technical support engineer (tse) was informed that the surgeon was using console2 to continue the procedure while the ergonomics were disabled on console1. The customer reported event has no report of patient injury.